Event description:
Patient was scheduled to have two units of packed red blood cells administered on an outpatient basis. The first unit of blood was hung. A fifteen minute check revealed no problems noted. At one hour, it was discovered that more blood was present in the blood bag. Upon investigation, the tubing to the cassette that inserts into the plum pump was switched, causing the pump to flow the patient's blood into the blood bag. The cassette fit properly in the pump. The tubing was found to be configured backwards from the appropriate orientation. No alarms sounded as the pump was functioning properly. The pump indicated the total volume infused was 233 cc's and believe this is the amount of blood infused back into the bag. The patient did receive the appropriate units of blood following replacement of the tubing and using the same pump. There was no injury to the patient; however, the patient was observed overnight. The hospital removed all similar lots from the floors.